Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nighttime hypoglycemia while using the ilet bionic pancreas, with concern that lunchtime insulin delivery and comparatively higher dinner insulin relative to carbohydrates contributed to low glucose levels. Symptoms included a recorded blood glucose low of 57 mg/dl without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral glucose tablets, receipt of device low-glucose alerts, and no need for assistance or professional medical intervention. Investigation included complaint intake, patient education on hypoglycemia management, and recommendation to consult a healthcare professional regarding insulin dosing. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.